Event description:
It was reported that the pump touch screen was timing off sooner than expected. There was no adverse impact to the customer¿s blood glucose value. Reportedly, customer continued using pump for insulin therapy.